Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the balloon burst. They grabbed another trocar to complete the case. No damage to tissue, no tissue loss, no blood loss of 500ccs or greater, device was not reprocessed. The device will be returned for evaluation. Current patient status is unknown and no adverse event was reported.